Event description:
Patient was revised. It was noted that the patient was asymptomatic. (B)(6) 2012 - litigation papers received. They allege pain. Also corrected sleeping of patients name. The complaint was temporarily reopened to make the products reportable. There is no new information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.